Event description:
The physician reported that the patient underwent phacoemulsification with pars plana vitrectomy for floater removal. In the subsequent post-operative period, the onset of endophthalmitis was suspected. Clinical findings result conjunctival inflammation, aqueous cells, aqueous fibrin, hypopyon, and corneal haze. On post-operative day five, the patient received intravitreal injections antibiotic. On post-operative day six, following endophthalmitis the patient had vitrectomy for the removal of fibrinous membrane anterior chamber and intravenous injection with antibiotic. The intervention was effective in resolving the macular pucker. The wound integrity was intact. The patient¿s post-operative management included a subconjunctival injection of antibiotic and non-steroidal anti-inflammatory drug and topical corticosteroid. The patient was noted to be pseudophakic, and visual acuity showed improvement. The patient also had an epiretinal membrane now. This complaint is pertaining the six of six reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information received provided in sections h.6., and h.11. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. There was no equipment correlated to this investigation. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All identified complaints were assessed as part of this investigation. Based on the available information, none of the complaints were found to be directly related to the issue under review. The root cause of the reported event is attributed to surgical/clinical factors unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), was found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Review for complaints reported against this serial number was performed. There were no relevant complaints identified. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.